Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel. The delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pain is a known potential patient effect as listed in the supera instructions for use. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that approximately 1 month post stent implantation of two supera stents in the right superficial femoral artery (sfa) the patient began experiencing intermittent right leg pain. Angiography on (B)(6) 2016 revealed a crimp in one of the stents and a non-abbott stent was placed as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.